Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during the removal of a bilateral filiform double pigtail ureteral stent using a flexible cystoscope and stent grasper, the second stent snapped. Approximately 2/3 of the stent remains in the patient as the case was aborted due to the patient¿s poor condition. The surgeon reported no encrustation was present and no resistance on the stent prior to breakage was observed. The first stent was removed with no complications. The patient will likely require an additional procedure in the future.

Manufacturer narrative:
Investigation: evaluation: the device was not returned and there were no additional product sets of the same lot remaining in inventory. Consequently, a physical product investigation could not be carried out. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. After a review of distribution records, it is believed that the lot number of the filiform double pigtail ureteral stent associated with this event is lot: 6742824. The other identified possible lot number had not yet been distributed at the time the stent was reported to be implanted. A review of the device history record found no non-conformances associated with lot: 6742824. A review of complaint history revealed there have been no other complaints received on lot number: 6742824. A review of the tensile test data carried out at incoming inspection and by the supplier was carried out and the tensile test results were found to be in specification . There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure the sterility of the device prior to shipping. Review of production and quality documentation of the suspect device did not reveal any specific issues with current manufacturing or quality controls that may have contributed to this incident. The date of implant was reported to be on (B)(6) 2016. The date of the event on (B)(6) 2018. In this case the stent had been in place for 12 months. The device is packaged with the instructions for use (IFU) which specifies, ¿the stent must not remain indwelling more than twelve months. If the patient¿s status permits, the stent may be replaced with a new stent.¿ there is no mention of the details during device placement and handling. Per the IFU, ¿improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period.¿ stent fracture is a known inherent risk of ureteral stent placement. The device remaining indwelling in the patient longer than the 12-month period specified in the instructions for use is the likely cause of this reported event. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.